Event description:
On (B)(6), the customer reported the thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message that could not be cleared. However, a catheter was already inserted into the patient and a different console was used to begin therapy. No patient injury was reported.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed to saline liquid from a leaking start-up kit (suk). During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed four mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to an air trap defect. The air trap block light pipes were tested without a start-up kit (suk) and a mid:09 occurred due to false detection. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no history of complaints reported for the thermogard console with serial number (B)(4).